Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. A mitraclip xt (51201r1002) was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed but the issue continued to occur. Therefore, the clip was removed and replaced. A second clip, a mitraclip xt (51106r1021) was then inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed but the issue continued to occur. Therefore, the clip was removed and replaced. A third clip was then inserted, and was successfully deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported single gripper actuation issue. Additionally, it was observed that the tactile gripper line was broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on information reviewed and the analysis of the returned device, the reported single gripper actuation issue was due to the gripper line break. However, a cause for how the gripper line broke could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.